Event description:
It was reported that the patient experienced insulin leakage from the cartridge area of the ilet system, with two cartridges and luer connectors implicated, resulting in inability to maintain insulin delivery and sustained hyperglycemia; the patient disconnected from the pump, used subcutaneous insulin by pen as backup therapy, and reported highest glucose above 400 mg/dl for a few hours, with the pump not delivering insulin and no alerts involved. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute complications. Outcomes included temporary interruption of automated insulin delivery, need for troubleshooting and education, and replacement supplies being arranged. Investigation included agent follow-up, user guidance to avoid reconnecting after recent mdi dosing, and collection of details about the leak location and components involved. Investigation of this case revealed leakage at the cartridge-luer connection consistent with a leaking cartridge assembly, leading to underdelivery of insulin and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a suspected component failure at the cartridge-luer interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.